Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited a drop in impedances and a loss of capture. It was suspected that the lead was dislodged. The lead was revised, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2013. (B)(4).